Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they are done with treatment as the aligners have caused chipped teeth and their teeth are extremely crooked. Asked patient to visit dentist, which they refused. Upon further review tooth #25 was chipped prior to treatment. Explained to patient in order to proceed with treatment they will need diagnostic findings from a dental appointment in regard to the chipped tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.